Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the 5 west department was seeing a patient's ID, name, and demographic information from a patient in the emergency room (ER). This happened intermittently with the zm telemetry device that was on this cns and would switch between the correct patient information in the 5 west room (B)(6) and the ER patient info. However, the vitals were still showing the 5 west patient's vitals. The bme switched the patients to different telemetry devices to which corrected the issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitters: model#: zm-530pa, serial#: (B)(6), device manufacturer data: 01/01/2023, unique device identifier (UDI)#: (B)(4), returned to nihon kohden: na. Model#: zm-541pa, serial#: (B)(6), device manufacturer data: 06/20/2022, unique device identifier (UDI)#: (B)(4), returned to nihon kohden: na. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the 5 west department was seeing a patient's ID, name, and demographic information from a patient in the emergency room (ER). This happened intermittently with the zm telemetry device that was on this cns and would switch between the correct patient information in the 5 west room (B)(6) and the ER patient info. However, the vitals were still showing the 5 west patient's vitals. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an issue in the 5 west department where they are seeing patient name and demographic information from a patient in the emergency room (ER). Bme said it is happening intermittently for that zm telemetry on this cns on 5 west, it will switch between the correct patient information in 5 west room 505 and the ER patient info. The vitals still show correctly though and will still show the 5 west patient's vitals. The patient ID is showing up differently on the zm telemetry in 5 west compared to the ER one, so it is not an issue of the same patient ID either. Bme switched patients to a different tele which corrected the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: zm-530pa serial #: (B)(6) device manufacturer data: 01/01/2023 unique device identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: zm-541pa serial #: (B)(6) device manufacturer data: 06/20/2022 unique device identifier (UDI) # (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an issue in the 5 west department where they are seeing patient name and demographic information from a patient in the emergency room (ER). Bme said it is happening intermittently for that zm telemetry on this cns on 5 west, it will switch between the correct patient information in 5 west room 505 and the ER patient info. The vitals still show correctly though and will still show the 5 west patient's vitals. The patient ID is showing up differently on the zm telemetry in 5 west compared to the ER one, so it is not an issue of the same patient ID either. Bme switched patients to a different tele which corrected the issue. No patient harm was reported.